Event description:
It was reported that bd maxzero needleless connector was difficult to disconnect the following information was received by the initial reporter with the following verbatim in mid january some nursing staff notice that the max zero needleless connectors were becoming difficult to remove from cvad particular on PICC lines. In february began having more reports from nursing staff regarding the bd maxzero needleless becoming increasing difficult to remove. Staff having to use sterile saline to soak the lumen and connector connection, using sterile gloves and the yewtwist to remove the connector and sometimes the connector still does not come off. A couple of patients had to have three nurses try to remove it and then eventually the connector came off. T

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.